Manufacturer narrative:
Document review: versafitcup double mobility uhmwpe liner size 28/48: ref. 01.26.2848m/lot 091602 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. All the inserts belonging to this lot have been already sold without any other similar incident. Further info received: weight-bearing pain: from rx the cup seemed loose but it was not. The surgeon only changed the inlay and the ceramic head coupled with it. As the cup was completely fixed to the acetabulum, it was not changed. From the date collected, there are no evidences that the event is device related.

Event description:
Ref. Imp #3006(B)(4).